Event description:
Paramedics were attending to a pt in a code situation, condition unk. An attempt to shock the pt was made and allegedly the operator could not select energy over 200 joules. The pt was transported to the hosp.